Event description:
It was reported that during a colostomy procedure, snapped anvil down and as soon as started to dail down, it would not dail down. Could hear the audible snapping when the anvil was attached. After 6 tries finally was able to dail down. Fired stapler, removed it and checked anastomosis by blowing air in. There was a whole. Suture was used to close the whole. No pt consequences.